Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported compromised stent graft integrity for both the cuff and main body stent graft was determined to be device related. Procedure-related circumstances did not likely contribute to this event. Anatomical factors such as off label aortic neck length were found to have likely contributed to the reported event. Additionally, the cautionary product use condition of severe calcifications in both the neck and iliac areas likely contributed to the event. The progressive stent cage dilation, crown separation and loss of seal (component separation) were likely due to the compromised stent graft integrity, which progressed due to the patient's medical non-compliance. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
A patient previously implanted with afx devices to repair an abdominal aortic aneurysm returned for an unknown reason with an endoleak. The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. Patient received first computerized tomography (CT) scan since the 30 day scan. It showed appearance of a type iiib endoleak and an aneurysm growth. Physician planned a secondary procedure to re-line it with a main body and 3 proximal extensions. It was confirmed that the patient had secondary procedure on (B)(6) 2017 as planned and the physician implanted a suprarenal, two infrarenal aortic extensions, and a bifurcated stent. To date, the case status and patient condition have not been reported.